Manufacturer narrative:
Continuation of d10: product ID 97754 lot# serial# (B)(6) implanted: explanted: product type recharger product ID pnma01411a004 lot# serial# unknown implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called back stated the coupling bars are still not shaded when she is charging the implant. Patient stated its taking several hours to charge the implant without the bars shaded. Patient services (ps) asked if patient had fall or trauma and patient said yes, she tripped and fell couple times in 2021 and that could be the issue. Patient stated she will contact the surgeon because she is not getting anywhere with the pain management doctor. Ps reviewed ps role and device function and recommend patient consult with her hcp ofc for next steps.

Manufacturer narrative:
Event date: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the recharger (insr) was not working right and would stop recharging, clarified that they would be charging the implant for a while and then the screen would "go off" and when the pt pressed green button again, all the coupling boxes would be empty that were previously filled. Pt said they would reposition and get the boxes filled, but then the coupling boxes would go empty again. Pt also said they tried turning the dial, and the dial on the antenna would have to be in the "sideways" position, it didn't work if the dial was "up and down" (pt said used to work in both positions). Pt said the issue had been going on for probably a month or so and was getting worse. Pt was currently charging during the call, but said the issue happened, so now all the coupling boxes were empty again. The issue was not resolved. Pt said they did not have a screwdriver to use to change the antenna, a replacement insr request was sent to repair. Additional information was received. It was reported that they are still having issues with the coupling and long charge times. Caller mentioned having just had the recharging equipment replaced. The caller was asked if they have had any changes to the implant pocket site; caller stated yes they have had several falls on their backside. It was reviewed how changes to the implant site can effect coupling and redirected to their healthcare provider (hcp). Caller stated they had just taken some x-rays of their back and will hopefully find out what is the cause of this.